Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/14/2013 with the following findings: the current total daily basal deliveries were correct and bolus deliveries were correctly reflected in the daily insulin delivery totals. No insulin delivery interruptions or pump malfunctions were observed in the black box download. The pump settings confirmed the iob was set to 4 hours. The pump settings confirmed the insulin to carbohydrate ratio was set to 1u:21g. The insulin sensitivity factor was set to 140mg/dl. After performing a bolus performed ezcarb bolus for 210 carbs, the pump correctly calculated a 10 unit bolus and displayed correct iob whether bg was at, below or above target bg. Investigators were unable to verify or duplicate reported issue. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.